Event description:
It was reported the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified mid right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon was advanced to the lesion for pre-dilatation, inflated to 10 atmospheres (atm) and ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.